Event description:
The customer reported experiencing high blood glucose for the past three days. Troubleshooting was performed. The customer stated that the reservoir has air bubbles after he primes the infusion set and wears for a while. Also, the customer stated that he can smell insulin around the reservoir compartment. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.